Event description:
A user facility reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the facility¿s clinical manager (cm). The cm stated the blood leak, which occurred immediately at the start of hd treatment, was internal. The machine, a fresenius 2008t machine, alarmed twice with a blood leak alarm. Blood test strips were used at both the red hansen and at the drain. Both test strips were confirmed to be positive for the presence of blood. Upon further inspection of the dialyzer, the blood leak was confirmed to be visually observed. A red streak of blood was noticed within the dialysate compartment, outside of the fibers. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 120 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was reportedly available to be sent back for manufacturer evaluation. Plant investigation continuation: continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the returned device. The fibers were wet, and blood was noted throughout the dialyzer, including on the outside of the fibers. During the visual evaluation, a kinked and looped fiber and a fiber fragment were noted within the dialyzer on the cavity ID end, at approximately 310° with the dialysate ports situated at 0°. Upon extraction of the fiber bundle, it was noted that the potted fiber fragment was actually a continuation of the looped fiber. The looped fiber was potted in two sections on the same side (kinked within the polyurethane [pu]), which gave the appearance of a potted fiber fragment. Approximately 2.00 in of the fiber end was on the outside of the pu. Further examination of the sample did not identify any other damage or irregularities. The dialyzer was not subjected to a laboratory leak test as a looped and kinked fiber is known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the facility¿s clinical manager (cm). The cm stated the blood leak, which occurred immediately at the start of hd treatment, was internal. The machine, a fresenius 2008t machine, alarmed twice with a blood leak alarm. Blood test strips were used at both the red hansen and at the drain. Both test strips were confirmed to be positive for the presence of blood. Upon further inspection of the dialyzer, the blood leak was confirmed to be visually observed. A red streak of blood was noticed within the dialysate compartment, outside of the fibers. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 120 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was reportedly available to be sent back for manufacturer evaluation.